Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a meniscal repair surgery the sutures of the devices were very weak and tore, which extended the time of the surgery and led to implant failures. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was continued with a different device. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 2022. It was confirmed that after penetrating the meniscus with the second needle, the surgeon pulled out the suture to tie the loop, but the suture was cut and the surgeon tried different devices with the same result.